Event description:
It was reported that a customer suspected small air bubbles in the tubing of their insulin infusion set despite having purged it. The customer's blood glucose level was recorded at 125 mg/dl, which is within the normal range. As a resolution, the batch was changed, but no further information was available regarding the outcome of the event.